Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads, and a broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor position encoder error alarm during bolus alarm. Customer's blood glucose was 490 mg/dl. The customer stated the drive support cap appears normal. The customer stated the device was not exposed to high magnetic field. The customer received a motor position encoder error alarm. The customer was advised to erase the basal rates and return pump with battery. The customer was asked verbally and in written form to return broken pump for analysis. The customer was advised that we are sending replacement.